Event description:
A report was received that the patient was expriencing pain over the laminectomy site. The physician indicated that the pain stemmed from scar tissue and precribed the patient lidoderm cream and the patient was reportedly doing fine.